Event description:
It was reported by a foreign distributor that a patient sustained a serious burn to the upper back area following hair removal treatment with a lumenis lightsheer duet laser. It was further reported that the event could have been the result of incorrect treatment.

Manufacturer narrative:
A lumenis representative contacted the distributor to investigate the event report. Reasonable attempts were made to obtain information including the degree of the burn and patient photographs. Treatment settings were provided by the facility. The distributor provided recent service documentation. A review of service reports provided by the facility found that the subject device operated within manufacture's specifications. A lumenis healthcare professional evaluated the reported treatment settings concluding they were appropriate based on the patient skin type reported. The healthcare professional stated that absent patient photographs a determination of cause cannot be made.